Event description:
It was reported that an asymptomatic patient presented in clinic for follow-up. Upon device interrogation, the right ventricular lead exhibited high lead. No other electrical anomalies were found. The patient's condition was stable. No intervention was performed; the patient would continue to be monitored.